Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) had error # 9. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and resolved the issue by installing both lamps in the fiber optic module. A full calibration, functional tests and safety check to factory specifications were performed. The device was returned to the customer and cleared for customer use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had error # 9. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.